Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of an unresponsive keypad on the insulin pump. The patient's blood glucose value at the time of incident was 200 mg/dl. The customer stated that the unresponsive buttons prevented a bolus attempt. The patient treated their diabetes with manual insulin injections instead. No significant events led up to the keypad issues. The customer declined troubleshooting for keypad anomaly. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.